Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) stored four ventricular tachycardia (vt) episodes. Noise was oversensed on the right ventricular (rv) lead that led to pacing inhibition, however the patient has an intrinsic rhythm, therefore there was no asystole of greater than two seconds. A review of the data revealed several pacemaker mediated tachycardia (pmt) episodes. The device was reprogrammed. A decision was made to perform a lead revision at a future date and monitor this patient remotely. No adverse patient effects were reported. At a follow-up in (B)(6) 2017, the noise oversensing was still observed, with another nonsustained vt episode stored. The patient was not symptomatic and has an underlying rhythm. The patient and physician discussed the issue and agreed to replace the lead. Until the revision, the vt and vf zone durations were extended to prevent potential inappropriate therapy. On (B)(6) the lead was surgically abandoned and a new lead was implanted with normal measurements observed. No additional adverse patient effects were reported.